Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. As such, there is no indication of a product quality issue.d9, h3: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
Date of event estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using proglide devices. Reportedly, the suture could not be pulled out for four proglide devices. Another proglide was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.